Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was unknown. Troubleshooting was performed, and the insulin pump appears to be programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.